Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an adverse event occurred. The patient's parents stated when they applied the sensor, instead of two clicks, they heard one and found that the needle did not retract. They stated the patient became dizzy and fainted because the needle was sticking out of his abdomen. The patient's mother removed the needle and inserted a second sensor on the opposite side of the abdomen. The patient complained of discomfort two hours after insertion and could barely walk due to having pain. The patient¿s parents took the patient to the emergency room (ER) for evaluation and the physician advised them that they could either leave the sensor in or remove it. Physician said that the sensor may have probably hit a nerve. The patient¿s parents decided to remove the sensor and the discomfort went away immediately. At the time of contact, the patient was doing fine. No product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.